Event description:
Information was received from a consumer regarding a patient receiving morphine and ketamine via an implanted pump. The indication for pump use was spinal pain. The patient reported that the charging cord broke off inside the communicator port a day or two ago. A replacement communicator was requested from the repair department. No patient injury reported. The patient called back on (B)(6) 2024 stating that they had not received the replacement communicator yet. It was determined that the replacement communicator was shipped to the patient¿s old address instead of their new one as requested. A replacement communicator was re-requested from the repair department to be sent to the patient¿s new address. The patient stated their pain was getting worse and they would need it tomorrow because they were in so much pain.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), and product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 27-aug-2020, and UDI#: (B)(4). H3. Analysis of the communicator found that it failed due to a damaged micro usb interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.